Manufacturer narrative:
Per additional information received there was actually no issue with the hub, but a damaged card on the routing system. This event description most likely indicates "no live video output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. Hence this is not reportable. It was reported that they are losing video in or 3 when they route to capture. There is a hub for capture only. He also stated they are not getting video from any source plugged into the eq boom dvi plate. They could not route the image from the touch panel through spi3 to the monitors properly. They had an open room, so rather waiting for troubleshooting, they moved rooms. The procedure was completed using a different hub, but only because they switched rooms. There was no issue with the original hub, only routing through the integration.

Event description:
Update: as per additional information received it was reported that there was actually no issue with the hub, but a damaged card on the routing system. This event description most likely indicates "no live video output". The review of historical complaint data, risk documentation, and the reported information regarding this event do not suggest a recurrence of this event would be likely to result in a serious injury. No adverse consequences were determined to be reportable. Hence this is not reportable. It was reported that they are losing video in or 3 when they route to capture. There is a hub for capture only. He also stated they are not getting video from any source plugged into the eq boom dvi plate.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that they are losing video in or 3 when they route to capture. There is a hub for capture only. He also stated they are not getting video from any source plugged into the eq boom dvi plate.